Event description:
The vad coordinator reported that four days post hvad implant, the patient experienced a large, sub-acute, left middle cerebral artery distribution infarction with mild left to right midline shift as seen on a head CT. The patient was started on anticoagulation therapy of aspirin and coumadin every other day. Eight days after the event, the patient was moving all extremities and was reported to have recovered with no deficits.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a (B)(6) male patient presented with an abnormal neuro exam followed by a completed stroke approximately 12 days after implant. The device remained implanted therefore it was not returned to the manufacturer for evaluation. Stroke is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. Device remains implanted.